Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(6). Failure (event) observed during analysis. Final analysis found that the device was in backup vvi. Battery impedance was 2.28 v. A piece of wire bond was found inside the pacer case which shorted the case to the battery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the device was in backup vvi. Battery impedance was 2.28 v. A piece of wire bond was found inside the pacer case which shorted the case to the battery.

Event description:
This report is to advise of an event observed during analysis.